Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with mild calcification, moderate tortuosity, and 90% stenosis in the left anterior descending (lad) artery. Post-dilatation was to be performed with a 3.50 x 15mm nc trek balloon dilatation catheter (bdc). The bdc was advanced to the target lesion; however, resistance was met inside the stent. Then the balloon ruptured during first inflation at 8 atmospheres. The bdc was removed and a non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. The investigation determined the reported difficulty to advance and balloon rupture appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement, the balloon catheter encountered resistance against previously implanted stent, likely causing damage to the outer surface of the balloon, ultimately resulting in the reported balloon rupture during the first inflation at 8 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.